Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer did not receive a glucose alarm alert due to applying the adc freestyle libre sensor instead of the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced sweating, feeling "very hot," and had a seizure. The customer was able to self-treat with orange juice and "jelly babies" for treatment. No third-party medical treatment was reported. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated, based on returned product download. Freestyle libre sensor ((B)(6)), has been returned and investigated. The customer reported, they were using the freestyle libre sensor, not the freestyle libre 2 sensor. Freestyle libre sensors are not designed to provide alarms. The sensor plug is properly seated and no physical damage is observed on the sensor patch. No failure modes were observed, on the sensor plug assembly. Upon visual inspection, no issues were found with the sensor. No malfunction or product deficiency has been identified. An extended investigation was performed. And determined, that there was no indication that the product did not meet specifications. The dhrs for the libre sensor and libre sensor kit were reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. The extended investigation also determined, that there were no issues identified with the librelink app. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer did not receive a glucose alarm alert, due to applying the adc freestyle libre sensor, instead of the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced sweating, feeling "very hot". And had a seizure. The customer was able to self-treat with orange juice and "jelly babies" for treatment. No third-party medical treatment was reported. No further information was provided. There was no report of death or permanent injury.